Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was repositioned several times due to placement difficulties. After multiple positioning attempts, the helix was unable to be re-deployed. The lead was removed and replaced prior to pocket closure. There were no adverse patient effects.